Event description:
A surgical technician reported pt with diffuse stippling and dry eye at one month lasik post-operative visit. At visit pt complained of dry eye and indicated "he goes to bed at 3 am and has a hard time resting." Add'l info has been requested. This report references the right eye. An add'l report will be filed for the left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l when add'l reportable info becomes available. Add'l info has been requested. (B)(4).